Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3 the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was loaded with balanced salt solution (bss) into the inserter. The lens's front haptic was bent. The doctor noticed, as the first haptic was being inserted, that it appeared to be positioned more forward than usual and seemed to have a kink in it. The doctor withdrew the inserter and lens before the intraocular lens (iol) had been fully injected; it was approximately one-third of the way out of the inserter. The lens was discarded. No further information was provided.